Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed air in the patient line without an alarm while using the homechoice device. This occurred during fill one of five of peritoneal dialysis therapy. The patient was connected at the time of the event. . The technical services representative assisted the patient in ending therapy and advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.